Manufacturer narrative:
Device manufacture date: june 30, 2016 ¿ july 1, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of a pool of liquid inside the overpouch that contains the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the over pouch. The infusor was filled with cephazolin 6000mg in 240ml sodium chloride. There was no patient involvement. No additional information is available.